Event description:
The customer reported that the 840 ventilator was displaying communication error between the graphic user interface (gui) and the breath delivery unit (bdu). The ventilator was not in use on a patient at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended running extended self test (est) and replace the gui cable if history suggests numerous communication codes. The customer reported that the unit passed est and no further problems were detected. Unit is back in service. Covidien was not authorized to repair the unit.

Manufacturer narrative:
(B)(4).